Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse advised the customer to perform a 6 month maintenance accordance with tosoh aia 360 operations manual in chapter 10-3 and to then recalibrate the troponin. The customer made up new reagents (diluent, wash, and substrate), performed maintenance and recalibrated then ran troponin controls. There were no changes in the values. Technical support ordered and shipped troubleshooting material and tosoh test cups to the customer. The customer recalibrated the instrument to a new tosoh test cup and ran quality controls for troponin I. All results were within acceptable range. The aia-360 instrument is operational and no further action is required by field service. A 13-month complaint history review and service history review for serial number (B)(4) from 11-august-2016 through (B)(6) 2017 for similar complaints was performed. There were no similar complaints identified during the searched period. The aia-360 operator's manual under section 7-1: list of error messages is as follows: no: 2008 error message: det calibration substrate hb description: the background intensity of substrate is high troubleshooting: replace the new substrate. The most probable cause for elevated substrate background values on the troponin was unknown.

Event description:
On (B)(6) 2017, a customer reported the substrate background doubled on the aia-360 instrument. Tosoh test cup and biorad control level 1a were not reproducing results within the manufacturers established ranges. The customer stated that a quality control shift occurred during the background shift. The customer replaced the substrate and performed a substrate background test. After installing fresh substrate, the background values remained unchanged for the troponin. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of quality control results for troponin (ctnl2). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.